Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9. A getinge field service engineer (fse) evaluated the unit but was unable to reproduce the reported malfunction. The fse saw fault code # 118 had occurred 17 times. The fse replaced the power management pcb and batteries as a precaution. The fse performed safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received edm with a reported unit failure of the unit powered down 3 times.the fat performed a visual inspection and found the part to be in good condition.the fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failures confirmed.retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit powered down and loss of power three times. There was no patient harmed.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h1, h2, h6 (investigation type, investigation findings, investigation conclusion) corrected fields: g1. It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) powered down and had a loss of power three times. There was no patient harmed. A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse saw fault code # 118 had occurred 17 times. The fse replaced the power management pcb (0670-00-1162) and batteries (0146-00-0097) as a precaution. The fse performed safety, calibration, and functionality checks to factory specifications. The iabp was released to the customer and cleared for use.

Event description:
N/a